Manufacturer narrative:
(B)(4). Batch # = m55w3t. The analysis found that one sc60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
Tracking number: (B)(4). Date sent: 3/3/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the second clamp could not staple, did it cut? No, the clamp wasn¿t functioning at all can you please explain how the new cartridge did not work either? The clamp was not functioning what was the product code of the cartridge(s) (gst60t, ecr60d, etc.)? Ecr60g was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastrectomy for cancer procedure, the surgeon put the clamp to cut the tissue but he was unable to open the clamp. The gastric cut remained stuck in the clamp and clips were not well formed. He used a second clamp and cut above the tissue to recover the first clamp. The surgeon had to achieve a suture by hand. There were no adverse consequences for the patient.